Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer divider was hanging. A field service engineer (fse) confirmed that the drawer had been replaced. The center divider was found to be incorrectly positioned. The divider was manipulated to remove it and then reinserted correctly. The customer was able to open and close the drawer normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a divider bar/panel was hanging into drawer 5.2, preventing the drawer from closing properly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.